Event description:
During the primary spine surgery, during final implantation, when the surgeon was torquing out the rods, 3 of the set screws were not able to be torqued down. The surgeon had to remove the screws and implant new screws. There was a 30-minute delay and the surgery was completed successfully. A consignment set was utilized.

Manufacturer narrative:
No document review could be performed since the lot numbers of the items involved are unknown.